Event description:
On (B)(6) 2024, in a pediatric intensive care unit, a peripheral catheter was inserted without difficulty in a child. 24 hours later, when changing the catheter's fixation, the ide noticed a diffusion of the perfalgan administered. She removed the catheter and found it to be pierced. There were no consequences for the patient. This is a recurring incident, despite the supplier's training of the teams.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From returned sample, needle pierced through catheter was observed. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Current control, there is in-process inspection in place to check for needle pierced through catheter. Needle pierced through catheter could happen during product application when the product was manipulated, or during needle cover removal, if not done carefully. As the actual sample was used, actual root cause could not be established.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte yel 24ga x 0.75in catheter defective / damaged / deformed. On (B)(6)2024, in a pediatric intensive care unit, a peripheral catheter was inserted without difficulty in a child. 24 hours later, when changing the catheter's fixation, the ide noticed a diffusion of the perfalgan administered. She removed the catheter and found it to be pierced. There were no consequences for the patient. This is a recurring incident, despite the supplier's training of the teams.